Event description:
The customer contact reported that during testing at the user facility, the device was able to be programmed while the lockout switch was in the locked position. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device could intermittently be programmed while the lockout switch was in the locked position. This was due to a broken switch on the peripheral printed circuit board, which resulted in intermittent electrical contact and prevented the device keypad lockout from turning on. The cause for broken switch could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.